Event description:
The representative reported that the patient had experienced a sudden cessation of dbs therapy; there had been an abrupt return of tremor with no reported fall or other trauma. System interrogation in 2007, revealed impedance readings on all bipolar pairs were greater than 2000 ohms. Patient symptoms had returned during voltage testing of the original programmed electrodes by the representative and wire fracture was suspected. The hcp reported that a follow-up, no tremor suppression had been achieved at any of the programmed settings. Re-evaluation by surgical intervention was done (date not provided), to check impedances after skull films (x-ray analysis), showed no obvious disconnection of the lead. Initial post-operative improvement in therapy had been noted but the system suddenly stopped working within an hour. The event was ongoing and under evaluation; another procedure was anticipated "to have connecting pieces between electrode, electrode lead and battery replaced."